Manufacturer narrative:
Additional manufacturer narrative - the reported device was returned to manufacturer but has not been evaluated. Results of evaluation will be reported when received.

Event description:
Edwards received information that a 21mm aortic pericardial valve implanted seven (7) years and five (5) months was explanted due to aortic stenosis and regurgitation secondary to severe calcification. The valve was initially implanted when the patient was (B)(6) years old to correct stenosis as the patient wished to get pregnant in the future. The device will be returned to manufacturer for evaluation.

Manufacturer narrative:
Device evaluation summary: as received, x-ray demonstrated heavy calcification on all three leaflets and wireform intact. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 1 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and heavy at the outflow aspect. Incidental findings: the wireform was exposed at commissures 1 and 2, and on multiple locations on the sides of the valve. The sewing ring had cuts around leaflet 3. The reported calcification was confirmed through device evaluation. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
The reported device was returned to manufacturer.